Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship that exists between liberty cycler /fresenius products and the patient experiencing drain complications on the cycler during home ccpd therapy, visible cloudy effluent in their lines, along with abdominal pain and subsequently diagnosed with peritonitis. The patient was treated on an outpatient basis and no organism was identified but culture was positive for gram +cocci and the patient experiencing symptoms. The etiology and causality of this peritonitis event per the pd nurse was unknown but the pd nurse did state it was most likely due to touch contamination because the patient tends to get confused and is forgetful with notable declining mentation. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s nurse called regarding drain complication alarm while in drain 5 of 6. While troubleshooting the alarm the pd patient stated the fluid in the lines was cloudy and the technical support advised the patient to disconnect and contact the pd nurse. During follow up the pd nurse stated the patient was experiencing cloudy effluent and abdominal pain. The pd patient was seen in the pd clinic and pd fluid culture was performed and the results showed gram positive cocci in groups. The patient was diagnosed with peritonitis with no identifiable organism. The cause of peritonitis was unknown but the pdrn did state it was most likely due to touch contamination because the patient tends to get confused and is forgetful with notable declining mentation. The patient was treated as outpatient with vancomycin 2gm intraperitoneally (ip) for a duration of 1-2 doses weekly for 4 weeks. Additionally, the patient had concurrent vancomycin levels drawn and the results of these levels are unknown.